Event description:
The lead was later returned for analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and was subsequently explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried bodily fluid in the lead lumen. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. The lead did not pass guidewire insertion testing at 769 millimeters (mm) from the terminal pin. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.